Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, the right atrial lead was noted to have been dislodged with loss of capture and poor p wave sensing. The lead was repositioned without adverse consequence and the patient will continue with routine follow-up.